Manufacturer narrative:
Concomitant medical product: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15 mg/ml at 7 .5 mg/day and bupivacaine 27 mg/ml at 7.5 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient was in yesterday and the healthcare provider wanted to change the patient from dilaudid 15 mg/ml at the 4.195 mg per day rate to fentanyl 225 mcg/ml at the 50 mcg per day rate. Per the reporter the healthcare provider thought he had to change the units for fentanyl from mcg to mg, so he inputted the fentanyl concentration to 2.3 mg/ml and the dose per day to 0.1105 mg per day. It was reviewed that the conversion was wrong and the units did not need to be changed. The reporter stated that the bridge bolus was programmed on (B)(6) 2019 at 5:02 pm and that the patient is coming back to clinic to cancel the current bridge bolus and input the correct bridge bolus. There were no patient symptoms reported. Additional information was received from the reporter on the same day that reported that once they cancelled the bridge bolus it stated that 0.221cc¿s had infused during the bridge bolus and 0.126cc¿s had not been delivered and the patient was ¿doing ok¿. No further complications were reported or anticipated.